Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical gastrectomy. The device was not able to fire. There was poor staple formation. The staple line was distally incomplete. The staple line was hand sewn to correct the issue. To complete the procedure, another device was used. No known impact or consequence to patient. Patient status is alive, no injury.